Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m.blue system (fx846) was not adjustable. Only limited information was provided in the customer complaint on the registration form. The response to the request for further information is still pending. No patient injuries or other complications were reported. The complained product will be returned to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: not necessary. Computer controlled test: not necessary. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: not applicable, due to the packaging. Internal inspection: not necessary. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. In accordance to the documentation, the quality assurance department can rule out a defect before delivery. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue system (fx846t) was non-adjustable preoperatively. The complained product was sent to the manufacturer for investigation.